Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a broken 100 ml evacuated container. This occurred before patient use. It was stated that one glass bottle was broken inside one of the cases. There was no damage to the shipping carton. There was no patient injury or medical intervention associated with this event. No additional information is available.